Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in intensive care unit on hospital due to hyperglycemia with blood glucose level was 600 mg/dl, on unknown date. The customer declined high blood glucose troubleshooting. The customer was treated with syringes for high blood glucose. The insulin pump will not be returned for analysis.